Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (residue or contamination) was isolated to contamination on in the device. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had residue.

Event description:
A us distributor reported that a monitor had residue. A us distributor reported that a charger had residue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (residue or contamination) was isolated to contamination on in the device. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of charger has been completed. The reported problem (residue or contamination) was isolated to contamination on in the device. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.